Event description:
It was reported that an asymptomatic patient was presented in clinic during follow-up. Post-paced t-wave oversensing was noted on ventricular lead on a stored egm. Programming changes and dft were recommended. Ten days later the patient was presented in emergency room with complaints of pocket tenderness. Episodes of non-sustained lead noise due to t-wave oversensing were noted. Programming changes were made. No further complications were noted.

Manufacturer narrative:
(B)(4).